Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, while squeezing the clip applicator the clip was open. In two occasions it was attempted with other clips and did not close. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: did the jaws close to form the clip? No. Was the clip malformed? No. Did the clip fall out of the jaws? Yes. If yes, how was it retrieved? With a graspers withdrew from cavity. Which firing of the device did this event occur on? Third. What vessel or structure was the device fired on at the time of the event? Cystic. Was the clip fully advanced into the jaws prior to firing? At the time of closing the applicator detaches the clip if close. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No, did some shooting outside pocket and clip are went out completely, barely was slightly applicator. Was the device fired after this incident in or out of the patient? No. Does the patient have any relevant history of surgical treatments? By means of ultrasound detect stones in the vesicle. Did somebody other than the primary surgeon fire the instrument? No, the device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. Due to the condition of the returned device it could not be determined what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.